Event description:
Procedure: donor nephrectomy. Reportedly, the clip applier jammed while in use. After delivering a clip, it tore renal vein so there was bleeding from the stump off the vena cava. A re-usable single clip applier was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Initial report sent to FDA on 06/18/2007.